Event description:
Reported due to cerebrovascular accident and thrombosis. In 2006 a patient underwent a right internal carotid artery (ica) stent placement using an emboshield filter and an xact stent. After the placement of the stent, angiogram showed total occlusion of the ica. The filter was retrieved and repeat angiogram showed normal blood flow and no significant abnormality of the artery at the location of hte filter. Examination of the filter after retrieval showed no debris within the filter. The patient began to experience symptoms of a transient ischemic attack (tia), thought to result from the ica occlusion. Symptoms included left arm weakness, left hemianopia, and left sided neglect and sensory deficit. Turbulent blood flow through the stent ws also noticed on angiogram ("filling defect") and was treated with a bolus of reopro medication. Ischemic symptoms were found to be present the following morning. The patient was treated with thrombolytics and continuous low dose heparin. Symptoms resolved within 24 hours.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to peform device inspection or device history record review in this case.